Event description:
It was reported that the lead dislodged. The physician could not reposition it, so it was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.